Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted due to a helix issue. During the implant attempt, the helix was difficult to retract when trying to reposition the lead. When they removed the lead, they noticed that the helix was slightly bent. A different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. Helix is slightly stretched, but is within specification, damaged at implant attempt. Blood visible in helix. Passed introducer test. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.